Manufacturer narrative:
According to the incident description, a slide hammer had loosened component parts. The product in question was provided for an optical examination. The described error pattern could be confirmed. On the tip of the slide hammer, a small metal disc is located, which is fixed via medically approved adhesive. This metal disc is missing on the product in question. Only the slide hammer was available for examination. It is not known where this metal disc is since it was not sent back along with the slide hammer. It is further unknown, when exactly the disc became loose. If the slide hammer was still used without this disc, this would be regarded as a user error, but this cannot be confirmed. It is known that the issue occurred during use/ intraoperatively. However, this event had no health effect on the patient, as another product was used instead when the issue occurred with the slide hammer. It is very likely that a slight extension of the surgery was caused due to the reported error pattern. The manufacturing documents and the material certificates of the slide hammer were checked. These did not reveal any errors. The surgical techniques and instructions for use were also checked and showed no deviations. Based on the available information, no technical root cause could be determined why the metal disc became loose from the slide hammer. It can only be assumed that the incident can be regarded as a random failure of a component with regards to the metal disc/ slide hammer. A potential cause could be an unintentional user error or a fatigue error due to constant impacts over a period of time, however this cannot be confirmed or denied due to a lack of information. This event was assigned to the error pattern "loosening" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "loosened component parts" note: it is known that the issue occurred intraoperatively, hence it is very likely that it caused an extension of the surgery time. However, according to the available information, this issue had no health impact on the patient, since the surgery was finished with another device.